Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the impedance was gradually increasing. Boston scientific technical services (ts) provided troubleshooting actions. The patient is continued to be monitored. The lead remains in use. No adverse patient effects were reported.